Manufacturer narrative:
Product analysis: analysis was able to confirm the programmer screen was broken and required calibration. Analysis also noted that the keyboard hinge needed to be replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken screen and required calibration. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.